Event description:
As reported by the user facility: reports chemotherapy leakage from the lower y-site (ultrasite). The ultrasite was never accessed, and the blue septum was in place. A large puddle was found on the floor about 2/3rds of the way through the infusion. The tubing was changed and the pt received the remainder of the chemotherapy.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). One used outlook pump IV set, with packaging identifying the reported lot # 0061372698, was received for eval. The set was subjected to an air pressure (leakage) test according to spec. Leakage was observed at the piston area of the distal ultrasite valve. The ultrasite valve was then cut apart. It was observed that the snap ring was not present inside the valve which prohibited the piston from fully closing properly. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. The investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation a follow up report will be filed.